Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Blood glucose values were not reported. It was stated that she had a miscarriage and her insulin pump settings were not programmed correctly. The insulin pump passed the displacement. No further troubleshooting was performed. No other info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.